Event description:
It was reported an 8f angio-seal mp device was used to seal the arteriotomy site post percutaneous endoscopy evaluation of a cypher stent placement. The pt was discharged the next day with pain at the arteriotomy site. On recheck visit 5 days later the pt continued to complain of right leg pain. An aterial brachial index (abi) revealed the right leg was 0.47 and the left leg was 0.96. Angiogram results indicated the right common femoral artery was occluded 100%. Angioplasty and stent placement was done 26 days later. The physician stated the occlusion might be caused from the anchor being deployed at an atheroma in the artery.